Event description:
It was reported that the bd syringe 0.5ml 29ga 1/2in experienced a breach in sterility. The following information was provided by the initial reporter: the syringe needle was piercing through the shield.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd syringe 0.5ml 29ga 1/2in experienced a breach in sterility. The following information was provided by the initial reporter: the syringe needle was piercing through the shield.

Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 0.5ml bd insulin syringe. The customer reported about a needle through shield, resulting in needle stick. The returned syringe was examined, and it was observed that the cannula shield was fully seated on the cannula hub and the cannula was pierced through the shield at an angle . The exposed cannula could have led to an unintentional needle stick. Due to the batch being unknown, no DHR review can be completed. Root cause for this defect cannot be determined. H3 other text : see h.10.